Event description:
During the coil embolization procedure of the pcom artery with an aneurysm that measured 3*3mm, the 2nd coil (deltapaq cerecyte microcoil - cdf10020430/ g13379) could not be detached, although the dcb and cable are in good touch. The surgeon changed the cable many times but still failed. Changed another one to complete the procedure. There was no adverse event reported and the component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of the pcom artery with an aneurysm that measured 3*3mm, the 2nd coil (deltapaq cerecyte microcoil - cdf10020430/ g13379) could not be detached, although the dcb and cable are in good touch. The surgeon changed the cable many times but still failed. The device was changed another one to complete the procedure. During the event, an old detachment control box (dcb) black and a standard cable were used with the device, and pre-deployment electrical check was performed prior to inserting in the patient and it passed the test. No low battery light was seen during case, and no new batteries were used. No fault light was seen during case. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appear to fit properly without application of excessive force, and after the event, the same connecting cable and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system through the headway 17 microcatheter (microvention). After the event, the same mc was used with subsequent coils. After removal from the patient, the coil remained attached to the delivery system. There was no adverse event reported and the component will be returned for analysis. The coil was found to be severely damaged on its proximal length. This caused the coil to lose its secondary shaping on the proximal length. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the coils inability to be detached may have been due to solder joint connection fracture and/or wiring damage in the resistive heating coil section. The circumstances of how and where the electrical and coil damage occurred cannot be determined as all coils are inspected and all dpu¿s are electrically tested prior to final packaging. It is unreported in the event description if a pre-deployment electrical check was performed. If a pre-deployment electrical check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the unidentified detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned device, the most likely root cause of the coil not detaching during procedural use is due to a noted fractured solder joint inside the resistive heating coil or wiring damage in the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. However, it was reported that the pre-deployment test was performed, prior to use. Based on this it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.